Event description:
Customer stated that they feel that the meter is not working properly because they tested and received consecutive results of "lo" and then 476 mg/dl. A review of the system was conducted over the phone. It was determined during the review that the pt was using "off-brand" testing strips. Customer was sent the correct supplies and the meter functioned as intended with the appropriate supplies. Customer was invited to call 24/7 with future questions/concerns.